Event description:
It was reported that premature battery depletion was noted on the insertable cardiac monitor (icm). No changes or intervention was reported, and the patient will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device battery voltage was at end of life (eol) level upon receipt. Analysis of device image was performed, and high monthly current was noted. Device was cut open for measurement. Further analysis of device hybrid was performed and high current drain on hybrid was noted. A longevity calculation was performed and found the battery depletion was premature.

Event description:
New information received noted that the physician explanted and replaced the icm. The patient condition was stable.